Event description:
It was reported that the intrathecal segment of a catheter was explanted due to decubitus. It was noted that there was ¿decubitus of the catheter intrathecal spinal segment¿. It was reported that the actions as a result of the event were hospitalization, explant and reprogramming. It was noted that due to decubitus of the spinal catheter segment, the healthcare provider (hcp) decided to explant only that segment. It was reported that the hcp wanted to perform a culture to exclude an infection and after results of the culture the hcp would decide if a new spinal segment would be implanted or not. It was noted that the pump reservoir was filled with saline solution and the pump was programmed at minimum flow. It was reported that the patient¿s status at the time of report was alive ¿ no injury. It was noted that the pump was being used to infuse baclofen. Additional information has been requested, but it was not available as of the date of this report.

Manufacturer narrative:
.

Event description:
No infection was revealed by the culture. The cause of the decubitus was not determined. The patient was still under physician control. They had no yet decided if a new catheter would be implanted. No device was to be returned.

Manufacturer narrative:
Product ID: 8731sc, serial# unknown, explanted: (B)(6) 2014, product type: catheter. (B)(4).